Event description:
It was reported that a user of the ilet experienced an episode of hyperglycemia with a reported blood glucose of 400 mg/dl despite no food intake, no occlusion alerts, and no recent supply changes; the user had recently started a new medication for alcohol cravings, and the infusion set in use was a cannula-type set. Symptoms included high blood glucose. Outcomes included no hospitalization and eventual resolution as glucose decreased. Investigation included troubleshooting and user education. Investigation of this case revealed no confirmed device malfunction, no occlusion indications, and no component failure identified, so the cause remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.